Event description:
It was reported that the device was explanted in 2007, after 49 months of implant duration due to unknown reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.